Event description:
It was reported to philips the device ac power module was found to be damaged during servicing. There was no patient involvement. The philips field service engineer (fse) while servicing the device found the ac power module damaged. The part is being replaced under (B)(4). The device remains at the customer site.

Manufacturer narrative:
Reporting institution name: (B)(6).